Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the pump has malfunctioned and they are no longer using it. There is no additional information available at this time. This report is being made based on the indication that the pump malfunctioned causing the patient to discontinue use.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history shows no alarms indicating a malfunction; only typical usage was observed. The keypad was found to be intact and all keypad buttons are responding appropriately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The larger of the bumper grips on the bottom of the pump is missing, which is not likely to cause an adverse event as it does not affect insulin delivery. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.